Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump was explanted due to suspect infection / pump thrombosis; customer returned explanted pump for evaluation. Vad coordinator (vc) reported that the patient was currently on extracorporeal membrane oxygenation (ECMO) pending plans of a new pump.

Manufacturer narrative:
The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. Incidental findings: as an additional observation, upon disassembly of the pump it was found that the silicone encapsulation on the distal side of the motor capsule was adhered to the interior of the outlet housing. This finding resulted in slight difficulty disassembling the pump but would not have impacted the final device functionality and performance. The issue was determined to be of cosmetic nature, which is not visible to the user. A specific cause for this adherence could not be conclusively determined through this evaluation. Thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). A specific cause for the development of this deposition could not be conclusively determined. A direct correlation between the observed deposition and reported infection could not be conclusively established through this evaluation. Multiple requests for additional information were sent to the center; however, no further details were provided. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). A specific cause for the development of this deposition could not be conclusively determined. A direct correlation between the observed deposition and reported infection could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline (dl) cut approximately 3.5¿ from the pump housing and the distal end was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned detached from the inlet tube. The outflow graft and outflow graft bend relief were returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of (B)(6), a red thrombus formation was observed around the inlet bearing cup. This deposition was tissue-like, adhered to the cup, and appeared to have evidence of laminated layering. The deposition also maintained its structure upon removal from the cup. The deposition appeared to have formed around the inlet bearing cup over an undetermined period of time while (B)(6) was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation or a duration of time for which it was present in the device. No additional developed depositions or thrombus formations were observed during the examination of the pump¿s blood-contacting surfaces. System controller, serial number (B)(6) was also returned and investigated. The retrieved data log file contained events recorded from december 13 to december 19, 2019. The recorded power ranged between 6.3-11.5 w, the flow estimation was 6.7-11.4 lpm, and the average pi was 1.7-3.4. The recorded information revealed that the system maintained the desired set speed, which was adjusted several times, with no interruptions. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.